Event description:
Boston scientific rec'd info that shortly after implant, the lead experienced no capture at the highest output. A micro-dislodgement that was not visible on the x-ray was identified. This lead was repositioned, and all measurements were within normal range. No further info is available. This report will be updated if more info becomes available.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.